Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The included sterile water syringe used to inflate catheter balloon split along the barrel while attempting to inflate the balloon after coude catheter insertion. Sterile water then leaked out the barrel of the syringe. No resistance was encountered prior to split. Used a new sterile saline syringe to fill the balloon after withdrawing previously instilled sterile water with different empty syringe. Patient was not affected. Can submit images of labels if needed, currently holding onto syringe.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Using aseptic technique, position the syringe in the center of the sampling port. Press the syringe firmly and twist gently to access the sampling port. Slowly aspirate urine sample into syringe and remove syringe from sample port. Attach the water filled syringe to the inflation port note: it is not necessary to pre-test the foley catheter balloon inflate catheter balloon using entire 10cc of sterile water provided in the prefilled syringe note: use of less than 10cc can result in asymmetrically inflated balloon to deflate catheter balloon: gently insert a luer lock or slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Correction: b, d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the included sterile water syringe used to inflate catheter balloon split along the barrel while attempting to inflate the balloon after coude catheter insertion. Sterile water then leaked out the barrel of the syringe. No resistance was encountered prior to split. Used a new sterile saline syringe to fill the balloon after withdrawing previously instilled sterile water with different empty syringe. Patient was not affected. Can submit images of labels if needed, currently holding onto syringe.